Event description:
The patient contacted animas on (B)(6) 2011 alleging he saw insulin in the bottom of his pump cartridge compartment on (B)(6) 2011. The patient reported his blood glucose (bg) went up to 200 mg/dl; however, denied developing symptoms of a high blood glucose or testing positive for ketones. The patient's reported bg readings do not meet animas' criteria for a serious injury. At the time of troubleshooting, the patient informed customer support that he could not tell if the cartridge was leaking and claimed he did not see any air bubbles in cartridge or tubing. The patient reportedly threw out the cartridge prior to contacting animas and was unable to provide lot # of cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump histories found no errors, alarms, or warnings related to the complaint. No defects were found related to the complaint. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Additionally, the keypad cover was torn at the contrast button and all keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. The audio bolus button cover was torn but the bolus button was still operable.